Event description:
The event is reported as: complaint alleges: during inspection/functionality testing when opening a package the hospital found that the elastic portion of the dermahook was significantly degraded. Issue was reported prior to use on a pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.